Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. . The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. The instructions for use (IFU) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. "Delivery accuracy: when filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site. Medications or fluids must be administered per instructions provided by the drug manufacturer. Physician is responsible for prescribing drug based on each patient¿s clinical status (such as age, body weight, disease state of patient, concomitant medication, etc.). " conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. It was reported that the patient placed the pump on his pillow while sleeping (which may have been above the level of the catheter). The pump's position can be a factor that may affect flow rate, if placed above the catheter site. However, the root cause cannot be determined. A homepump c-series patient guidelines and technical bulletins (factors affecting flow rate, filling and priming) were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 95ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: IV central line. Please reference: 2026095-2015-00214/15-00750(a) and 2026095-2015-00216/00749. It was reported that there were three patients that experienced incidences of infusions ending sooner than expected while using their pumps. Patient #3 of 3: the infusion ended one day earlier than the expected delivery time of 46 hours. The device is not available for return. Additional information was received on (B)(6) 2015. The patient did not experience any known side effects from the reported incident; however, the patient did experience an eye infection which required treatment with prescriptive eye drops. There was no delay in the patient's next chemotherapy treatment following the reported incident.